Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed no image. The issue was identified at during set up / inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of cp and cm (printed circuit) board, dp (printed circuit) board failure, error b40 and patient board set malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b40 malfunction is caused by cp (printed circuit) board and cm (printed circuit) board, no image with dvi output due to defective dp (printed circuit) board. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.